Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the cystic duct on the third firing. The device could not be opened and they had to cut it out. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.